Event description:
While inserting the transend .010" /205 guidewire through the y connector, it became twisted. The tip of the wire was broken when it was removed from the y connector. The patient was reported to be in good condition.